Event description:
The complainant reported the patient was on impella cp for support and during support, the patient had a computed tomography (CT) that showed a diffuse anoxic injury and multiple foci in intraparenchymal hemorrhage. Neurosurgery consulted and recommended comfort measures. The patient expired on support.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.